Event description:
It was reported that during a right transcarotid artery revascularization (tcar) procedure, a small dissection occurred during insertion of enroute 0.014'' guidewire. An unplanned additional stent was placed to address the dissection and the procedure was completed successfully with no further complications.